Event description:
According to the report, blood cultures of the recipient taken some time after implant developed results positive for gram - negative rods.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Synergraft pulmonary hemi-artery is regulated by the FDA as a device and therefore this report is being submitted to (B)(4).